Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. No clinical/medical documentation was provided for this investigation. Without supporting documents, an investigation cannot be performed. If supporting medical documents are received, this complaint will be reassessed. Impact to the patient beyond the 2 hour delay cannot be determined at this time because it is unknown if any piece was left inside the patient. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions the instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Visual inspection of the wand shows a detached screen with strong contamination and scuff marks on the spacer and cap. The device was connected to a compatible controller and an error e-7 occurred. After bypassing the error the device produced reduced plasma; the suction line was performed as intended. The complaint was verified, but a root cause could not be determined. Factors, that could have contributed to the event include: (1) hitting the device tip against a hard surface such as an insertion cannula (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy the metal part of the ambient super turbovac wand fell apart in several pieces. The surgeon managed to grasp out the detached metal parts but he was not sure if any small piece was left inside the patient. This happened almost at the end of the surgery and backup device was available. The event caused a delay longer than 2 hours. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.